Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave catheter was selected for use. During catheter preparation, once the irrigation was hooked up, the scrub tech realized that fluid was leaking from the connection point that is built into the catheter. Under further inspection, it was noticed that the plastic part at the end of the built-in irrigation was cracked and leaking fluid. The catheter was replaced and procedure was completed with no patient complications.